Event description:
Customer states they received 2 false positive sars results. Customer states the results were confirmed negative by pcr and other rapid antigen test. Symptomatic status is unknown. Multiple attempts were made to gather more information from the customer without success. Report 2 of 2

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends for the reported issue for this lot. A review of the DHR found that the lot met all release criteria. Root cause: unable to determie source: email.